Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files revealed a decrease in power consumption and estimated flows on (B)(6) 2021, followed by multiple increases in power consumption and estimated flows starting on (B)(6) 2021. A sudden decrease in power consumption and estimated flows was then logged on (B)(6) 2021, leading to parameters below the normal operating range. 34 low flow alarms were logged since (B)(6) 2021. As a result, the reported "increasing flows and watts" and "low flow and power" events were confirmed. Information provided by the site indicated that, in addition to the changes in pump power consumption and estimated flow, the patient had elevated lactate dehydrogenase and decreased hemoglobin. Additionally, a device thrombus was suspected, and the patient received thrombolysis. It was further reported that the patient developed abdominal pain associated with pancreatitis, thought to be caused by part of a device thrombus dislodging and moving to the pancreas. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar events, the reported ¿increasing flows and watts¿ event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a suspected thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 1311873 - outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Outflow graft serial number was received. Additional products: d4: model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2022 / serial #: (B)(6), UDI #: (B)(4), h4: mfg date: 28-feb-2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk. UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was treated for increasing flows and watts and suspected outflow thrombosis. The ventricular assist device (vad) exhibited low flows and power. The patient had elevated lactate dehydrogenase (ldh) and dropped hemoglobin by 0.5g/l but this was not thought to account for the massive reduction in flow. The patient received thrombolysis and developed abdominal pain. It was noted that the patient had pancreatitis thought to be caused by part of a vad thrombosis dislodging and moving to pancreas. The vad remains in use. No further patient complications have been reported as a result of this event.